Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow-up report will be submitted.

Event description:
It was reported the speaker was faulty; the beeps could not be heard anymore. There is no report of any patient impact or consequence as a result of the issue.

Manufacturer narrative:
The returned device was evaluated which included functional testing. During this testing the unit provided both audible and visual alarms. An internal inspection of the device was conducted and the unit was confirmed to have a speaker producing no pulse rate sound as well as contamination on the speaker. The system board was found to have a defective component in the audio circuitry causing the device to not have a pulse tone. The system board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over six (6) years with no previous reported issues prior to this reported event.